Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for analysis. A visual and microscopic examination found no issues with the tip section of the device and profile of the markerbands. A visual examination of the returned device identified a longitudinal tear in the balloon material. The tear was located at 2.8cm proximal to the distal markerband and it extended proximally for a total length of 5.5cm. No issues were noted with the balloon material or markerbands which could potentially have contributed to the tear. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0x150, 75cm mustang balloon catheter was advanced for dilatation. However during first inflation at 20 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 6.0x150, 75cm mustang balloon catheter was advanced for dilatation. However during first inflation at 20 atmospheres, the balloon ruptured after being inflated for 10 seconds. The device was removed completely from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.